Event description:
It was observed that during the device investigation, the camera head exhibited flooding of the charged coupled device and the head stress boot. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. A probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.